Event description:
The customer reported that during nutrition administration, air was evidenced in the device. The device was primed several times but the failure continued. Finally, the bag was swapped. There was no patient injury, medical intervention, or adverse reaction associated with this event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on (B)(6), 2021. There were no physical samples received for investigation, but a video was provided. The video was reviewed, and air bubbles were observed through the entire line. The reported condition was confirmed. In addition, both the feed and flush bags were observed to be completely empty. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Without a physical sample to evaluate, a root cause could not be determined. If the sample is received at a later date, the investigation will be updated to reflect our findings. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.